Manufacturer narrative:
B5: during follow up, it was further clarified that the particulate matter (pm) was found in the top corner of the package. It was brown in color and about the size of a pin head. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed and a brown loose particulate matter (pm) inside the pouch, outside the fluid path was identified. The reported condition was verified during initial inspection. The cause of the pm was not determined. A functional testing was not performed for this complaint. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: replace 114 with 170. H10: one (1) actual sample was received for evaluation. Visual inspection was performed using the naked eye which observed a loose brown particulate matter (outside fluid path). The reported condition was verified. The probable cause is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign body was found inside of two (2) interlink system sets. This issue was identified before use. There was no patient involvement. No additional information is available.